Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. It is unknown if the rupture, blood loss and transfusion procedure were related with a wire access or the sheath insertion. Additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And blood loss.

Event description:
On (B)(6) 2019, the pre-treatment computed tomography (CT) imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 53mm. On (B)(6) 2019, the patient underwent endovascular treatment using a conformable gore® tag® thoracic endoprosthesis most adjacent to the tbe aortic component. It was reported that during the initial procedure an acute blood loss anemia was noted and the event was related to the endovascular procedure. The patient underwent fluid/blood/oxygen therapy. Reportedly, the resolution date was (B)(6) 2019. During the procedure the left common iliac artery rupture was noticed and it was treated by a gore® viabahn® endoprosthesis. According to the information provided, the physician error while advancing a wire was noted. Reportedly, estimated blood loss during treatment was 500 ml and a transfusion was required. Additionally, on (B)(6) 2019, a left leg neuralgia was determined. The event is ongoing. Related to endovascular procedure. Treatment was required: physical therapy/rehabilitation and drug therapy. On (B)(6) 2019, follow up imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 46mm. Further information was requested but was not available.

Manufacturer narrative:
Additional information: g: section 5. H6: method code# 2.

Event description:
According to the physician, the gore® dryseal flex introducer sheath ruptured the left external iliac artery and 2 units of blood were administered during the operation. It is unknown why the sheath caused the rupture. On (B)(6) 2019, a left leg neuralgia related to the ruptured left external iliac artery was determined. Per discharge summary a patient tolerated the procedure.

Manufacturer narrative:
B5: additional information. Two sheaths were used during the procedure. It is unknown what sheath caused the problem. Another sheath was added to investigation dsf2433/20711476 UDI# (B)(4). H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H6: code. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And blood loss.